Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2018 for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient complained of abdominal pain and cloudy effluent on (B)(6) 2018. The patient was hospitalized the same day with a diagnosis of peritonitis. Treatment rendered at the hospital was vancomycin. A peritoneal effluent culture revealed staphylococcus coagulase negative organism. The white blood cell count performed revealed a count of 8000 (unspecified units). The patient was discharged two days later and continued peritoneal dialysis with no issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
There is a temporal relationship between the patient¿s abdominal pain and peritonitis and pd therapy on the liberty cycler with cycler cassette. There is no documentation to show a causal relationship between the patient¿s adverse event and the liberty cycler or cassette. Additionally, there is no reported allegation of a malfunction with the liberty cycler or leak with the cassette. Based on available information the causal event of the peritonitis cannot be determined.

Event description:
A peritoneal dialysis patient reported being hospitalized on (B)(6) 2018 for peritonitis. Upon follow up with the patient's nurse, it was stated that the patient complained of abdominal pain and cloudy effluent on (B)(6) 2018. The patient was hospitalized the same day with a diagnosis of peritonitis. Treatment rendered at the hospital was vancomycin. A peritoneal effluent culture revealed staphylococcus coagulase negative organism. The white blood cell count performed revealed a count of 8000 (unspecified units). The patient was discharged two days later and continued peritoneal dialysis with no issues.